Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event could not be confirmed. Visual inspection of the received instrument found no damage, the instrument was functionally tested and passed all testing specification with no issue found. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument attached to and removed from the usm arm without any issues on multiple attempts.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted laparoscopic pancreas head ulcer resection surgical procedure, the maryland bipolar forceps instrument installed on a universal side manipulator (usm) was difficult to move. The user completed the procedure using a backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected and found to be in good condition. The procedure was completed robotically without any reported issues. There is no information about the instrument's movement or any interference, but it was confirmed that the instrument movement issue was not static.